Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented via remote transmission post sensed t wave oversensing and noise recovery episodes were noted on the patient's device in electrograms. The r wave sensitivity was found to be decreased. Programming changes were discussed. No further information was available currently.